Manufacturer narrative:
H6 (device codes): imdrf device code a0504 captures the reportable event of feeding tube leak inside patient. H10: one endovive jejunal feeding tube was returned. Visual analysis of the device revealed that the tube has a tear in the proximal section on the devices. In addition, a flush test was performed by injecting water, and a leak was found in the proximal section of the devices. Microscopic inspection shows a tear in the tube with more detail. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be related to the procedural factors that caused the analyzed failure, such as any kind of sharp surface or even a sharp object that could puncture the device integrity and consequently contribute to the leak in the port j-tubes. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2022. During the procedure, once the jejunal tube was in place it was tested, a leak was noted in the tubing. The procedure was completed with a new jejunal tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2022. During the procedure, once the jejunal tube was in place it was tested, a leak was noted in the tubing. The procedure was completed with a new jejunal tube. There were no patient complications reported as a result of this event.